Manufacturer narrative:
Age and birthdate unknown. Patient weight unknown. The acist angiographic injection system, model cvi, system serial number (B)(4) has not yet been returned and evaluated. The evaluation will be included in a follow-up report. The consumables used during the event were discarded by the user facility and the lot numbers are not known. The cine-angiograms were not returned for evaluation.

Event description:
During a percutaneous coronary intervention, a dissection occurred in the right coronary artery to the ascending aorta of the patient. The patient was reported as stable.

Manufacturer narrative:
H3: the device was not returned for evaluation. Review of the device history record was completed on march 17, 2022 for the injector serial number (B)(6). This review confirmed that there were no non-conformances during manufacturing of the device related to the reported event. A complaint history review showed no previous related complaints. A clinical evaluation was completed on april 4, 2022. The clinical evaluation by the acist medical advisory board member is as follows: no cine-angiograms were available for review. The adverse event form describes the development of a proximal right coronary artery (rca) dissection that extended back into the aorta. The clinical setting for this event or proposed etiology of this event are not included. This complication can sometimes occur following intervention to the proximal rca. It can also occur if an injection is performed into a dissection flap in the proximal rca, or if the catheter is not coaxial with the artery at the time of the injection. One of the notes suggest that the injection parameter was 4cc's per second for a total volume of 10cc's. While this volume and rate would normally be tolerated into the rca, this is a higher rate and volume than is generally needed to image the rca and a higher volume and rate than is normally used. It is possible but unclear if this contributed to the development of the dissection. If the rca does not occlude as a complication of this type of dissection and especially if the proximal rca is successfully treated with percutaneous coronary intervention (pci) following the event, based on acist's medical advisor's experience, patients recover without subsequent injury. This report is closed.